Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report that the pt's monitor was displaying a code 102 - charge profile faults. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) ahs been completed. The reported problem (service code 102) was confirmed. Upon investigation resistor r45 was open on the c/a board, which caused the service code 102. The cause for the open r45 resistor was a broken negative lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken negative lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar event found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connection. A mechanical design change to reduce the fca strain was submitted for FDA review on 11/1/2012 and is currently under review.